Event description:
It was reported that the audio bolus button was unresponsive when pressed. At the time of troubleshooting, the patient confirmed the keypad buttons were responsive. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the audio bolus button was not responding to button presses and the internal plug contact was found to be misaligned when the cover was removed. The keypad buttons were found not to click back and spring back normally. There was evidence of contamination found under the key contacts.